Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Based on the data from the investigation we are unable to determine the root cause of the reported incident. The house retain samples were inspected and no defects were noted. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Possible lot numbers provided: lot number 0061713534; production date: 01/06/2020; expiry date: 12/31/2022. Lot number 0061722282; production date: 03/25/2020; expiry date: 02282023.

Event description:
As reported by the user facility: it was reported that upon completion of the chemotherapy, a leak was observed from the connection site between the PICC and infusion line. The connector was found cracked. No injury reported.